Event description:
On (B)(6) 2026, a patient experienced recurrent hyperglycemia while using an omnipod 5 system. The controller displayed ¿hi¿ glucose values and did not receive dexcom sensor readings, while sensor values were visible in the dexcom mobile application, preventing automated insulin delivery. A fingerstick blood glucose value of 32 mmol/l (576 mg/dl) was reported. The patient experienced vomiting, weight loss, and somnolence. The patient presented for medical evaluation and was diagnosed with diabetic ketoacidosis. Medical assistance was required, and insulin therapy was provided. The patient was monitored for approximately three hours and discharged the same day. The patient was advised to continue insulin injections until a replacement controller was received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospital visit and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.